Event description:
It was reported that during reprocessing a permanent cautery hook, broken wire were found. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Visual inspection did not find broken wires; however, the conductor wire was loose at the yaw pulley. The conductor wire was not sitting in place. The housing was opened and no trouble was found. The conductor wire was manually pulled toward the back end and placed back in it's track. The wire exhibited no damage. Other cables also displayed no damage. An additional observation not reported was the distal idler pulley displayed an indentation with material missing on the edge of the pulley measuring 0.08. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; missing pulley material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.